Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had no angulation when the control knob was turned. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories and the air/water nozzle was wiped down as per device instructions (wiped with clean lint-free cloths, brushes or sponges). The customer confirmed the air/water nozzle was flushed with detergent solution. During testing, the reported issue was not confirmed; however, the bending angle for the down direction did not meet with specifications and the up/down directional knob had excess play. Both directional issues were caused by a worn angle wire. Functional testing showed the air/water nozzle did not meet with specifications for water removal or air volume due to the clogged nozzle. During visual examination, the following additional issues were found: the objective lens was scratched; the adhesive around the objective lens was peeled; the scope connector was dented; the universal cord protector was scratched; the universal cord was wrinkled and scratched; the paint on the suction cylinder was peeled; the adhesive on the bending cover was cracked, chipped and had a cloudy area; and the adhesive around the light guide lens was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The customer's statement of reprocessing was reviewed and this confirms the device was reprocessed in accordance with device instructions. During investigation, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. Olympus will continue to monitor field performance for this device.